Event description:
It was reported that during a colon procedure, when the device was activated, no staples released. Another like device was used to complete the case. There was no reported patient consequence.